Manufacturer narrative:
Cmpl (B)(4). B5: describe event or problem - additional information. H2: correction/additional information. H6: medical device problem code - correction. H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required and additional information became available. It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6)2024. On the same day, it was reported that the patient experienced a hyperglycemic event during which the cgm reading was high however limited event details were available. The patient inserted the sensor on (B)(6)2024. Later in the evening the patient continued to receive high cgm readings, and the cgm reading was high. He did not remember event details or if he received alerts. The patient became confused, delirious, and was not able to self-monitor or self-treat at home. His friend called ems. Approximately 01:00am on (B)(6)2024 the ambulance arrived and transported the patient to the hospital. At the ER the bg value was about 1,000 mg/dl. He was also diagnosed with dehydration, and treatment included IV saline and fluids to stabilize his condition. The patient was discharged after spending 5 hours at the hospital. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6)2024. On the same day, it was reported that the patient stated that on the day of the event, they were getting continues high cgm readings, and the cgm reading would have been high. The patient experienced getting delirious, was not able to monitor themselves due to this symptom, and a friend called an ambulance. At around 01:00am the ambulance arrived, and the patient was brought to the hospital. The patient did not self-treat before going to the hospital. At the hospital a fingerstick was taken and the blood glucose reading was about 1000 mg/dl. No cgm reading was noted from that moment. The patient was treated with an intravenous saline solution and fluids. The patient was also very dehydrated during the event. The patient was discharged after spending 5 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.